Event description:
It was reported that the user experienced significant hyperglycemia after eating a typical lunch and then consuming two unannounced cookies, with glucose rising above 400 mg/dl; the ilet delivered correction doses and displayed high glucose and low insulin alerts, and a full supply and cartridge change was advised, with the device component relevant to the event being the user interface and the medical device problem characterized as an incorrect procedure or method. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to missed meal announcement, consistent with an incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.